Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported she's experienced insulin leakage in the system and hyperglycemia in the 200-300 mg/dl range. Her target range is 80-120 mg/dl. She delivered a correction bolus and increased her basal rates but was unable to lower her blood glucose. The infusion set and cartridge had been in use for 3 days, and the adapter is a few months old. She does not reuse the cartridges. She practices site rotation and uses an insertion device. She noticed a leak and felt moisture at her site, and the cartridge leaked a small amount of insulin into the infusion device. The infusion set and cartridge were replaced and requested for evaluation, and she reported she'd dry the cartridge compartment. Three attempts were made to follow-up with the patient, and these were not successful.

Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. No infusion set samples were returned for investigation; however, the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 05022140 was verified and found within specifications. The cartridge was not returned and the lot number is unknown; therefore, no investigation could be performed. Device was not returned to manufacturer.

Manufacturer narrative:
The infusion set was received for evaluation. The complaint describing a leak cannot be verified. The material meets product specifications. One sample was received for examination, and the sample was visually inspected and tested for flow. The test results were within specifications. The cartridge was not returned for evaluation.